Event description:
It was reported that the patient underwent a posterior occipitocervical procedure. It was reported that the patient underwent a revision surgery for broken rods and lateral mass crews pulling out at c2. The rods were removed and replaced as well as the screws being removed and replaced. The patient was placed in a halo. Pain and numbing of the hands went away. No additional complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.